Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a cough. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 05/13/2025. During the evaluation of the device at the third party service center, the device was visually inspected and no foam particles were observed. The third party service center found the evidence of dust/dirt contamination. The device was scrapped. Section g3 and h6 have been updated in this follow up report.